Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an egd (esophagogastroduodenoscopy) procedure within the stomach.according to the complainant, during the procedure, when the physician stepped on the foot pedal to apply cautery, no heat was transferred. The device was withdrawn from the patient, and then the procedure was completed using another injection gold probe along with the same generator.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.